Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a gastrointestinal bleed in september and aspirin was withheld. Additional information was requested, but was not provided.

Event description:
Additional information: it was reported that warfarin was held during the hospitalization and inr decreased. The patiet was instructed to restart warfarin on (B)(6) 2018 while at home and take 5mg daily until repeat inr. Aspirin was withheld until inr was within therapeutic range. At discharge, inr was 1.4.

Manufacturer narrative:
Main investigation conclustion: this type of event has been previously investigated. Reference document 88058. Complaint data is reviewed periodically per the quality data review process (qs work instruction #86861). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient presented with lightheadedness, fatigue, dizziness, and a hemoglobin drop of 6.8 g/dl from 8 g/dl. On (B)(6) 2018, esophagogastroduodenoscopy and colonoscopy identified no source of bleeding. The patient received 6 units packed red blood cells. Proton pump inhibitor was continued. Warfarin and aspirin were held. Warfarin was re-started on day of discharge, on (B)(6) 2018. Hemoglobin remained stable (9.3 g/dl) at the time of discharge. A video capsule endoscopy was completed on (B)(6) 2018 and no lesions/blood were identified.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.